Manufacturer narrative:
(B) (4): physio- control recommended replacement of the device system pcb assembly to possibly remediate the issue. However, the customer elected not to repair the device, due to it's age and repair costs. A conclusive cause of the reported problem could not be determined.

Event description:
Physio- control evaluated the device and observed several fault codes that potentially indicated a critical failure logged in the memory. There was no patient use associated with the event.